Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion technical support specialist and the carefusion failure analysis lab tech. The carefusion tech support specialist in conjunction with the user facility's biomed determined that the root cause of the reported event was a faulty alarm board assembly. The carefusion failure analysis lab tech evaluated the alarm board assembly and verified the complaint. This is a known issue that has already been addressed; no add'l investigation/eval is required. Corrective or preventative measure info for this issue resides in corrective action request (car) # (B)(4) and engineering change order (eco) # (B)(4). The user facility was shipped a replacement alarm board assembly to repair the device and return it to service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called and was checking this unit out and she noticed the 45 second alarm silence button stays lit all the time. Had her confirm the alarm silence button is not sticking in the on position. She said it was not. Gave p/n 768588a and price. Also issued rga# (B)(4) to have defective board come back, gave ups account number as well for return. No pt involvement."